Manufacturer narrative:
H11: the affected unit was returned to manufacturer for investigation, and the detachment of the plastic luer lock from the metallic needle was confirmed. A visual inspection revealed no evidence of damage or fracture to either the connector or the metal needle. The presence of solvent was confirmed inside the plastic connector. Based on complaints database analysis, no further events have been reported regarding this same lot, nor concerning trend has been detected. Based on investigation findings, the most likely root cause of the reported event is an isolated manufacturing deviation, specifically an inadequate connection between the connector and the needle, likely due to insufficient insertion of the needle into the connector. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA inc. Received a report of an aortic root cannula whose luer lock end cap detached from the needle. The event occurred during procedure. There was no patient injury.